Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this defibrillation lead had multiple episodes resulting in anti-tachycardia pacing (atp) and shocks. It was noted that the shock impedance measurement on the final shock was high and out of range. Prior to that shock all impedance measurements were acceptable. Defibrillation threshold (dft) tests were completed with no anomalies noted. No programming changes were made at this time. No additional adverse patient effects were reported.